Manufacturer narrative:
Additional information: h3: this follow-up report is being submitted to relay additional information. The following sections were updated: h3. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event occurred due to a combination of risk factors specified in an hhe and being implanted for more than 10 years. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images, radiographs, or operative notes were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Correction: h6: health effect - clinical code, health effect - impact code.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 180-01-54 - crown cup,cluster-hole gr.54.

Event description:
It was reported that this male patient had a hip prosthesis cup implanted by exactech. He presented to surgeon with swelling in his knee. As a secondary finding, a check of the implanted hip prosthesis was carried out. The patient was free of symptoms in this regard. The x-ray and CT check showed an inlay that was almost completely worn out cranially with a clear decentration of the prosthesis head in the cup and clear osteolysis in the acetabulum, so that the indication for prosthesis revision was made. New cardiac arrhythmias occurred during the induction of surgery/anesthesia, so the operation was not carried out. After cardiological clarification, the new operation is scheduled for (B)(6) 2024.